Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the endoeye deflectable videoscope exhibited the tip of the objective lens was peeled off. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, is assumed that the problem is caused by external factors or handling. The event can be detected/prevented by following the instructions for use which state: it was confirmed that the inspection method for the suggested event is described in the operation manual ¿chapter 3 preparation and inspection section 3.3 inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.